Event description:
It was reported, during device preparation prior to the procedure, the device was unable to be interrogated. The device was not used. A different device was used during the procedure to resolve the event. The patient was stable.